Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on glucose monitor. Customer administered a correction bolus via pump to address bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.